Event description:
The patient reported she was hospitalized 2 times in 2007 for hyperglycemia. She stated the first time was at the beginning of that month, but she could not remember the specific dates and the second time was approx two weeks later. She stated she has had elevated blood glucose readings to 711 mg/dl during the month, with her target range being anything below 200 mg/dl. She said she believes her readings are due to user error and air bubbles in the cartridge. She stated that during her last hospital stay she met with her diabetes educator and on two days later, she met with a company trainer. She stated she received further training "on everything." The patient stated that since that time her readings have remained within normal range. She said her basal rates were also increased to 0.8 units/hour on the same day, and she has noticed an improvement since this change. On follow up in 2008, the patient stated her readings have remained within normal range. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.